Event description:
Approx 2-1/2 years ago, this pt was hit by a car, which caused head trauma. Their CT scan at the time, however, was normal. Over the past 18 months their hearing abilities have decreased to the point where they are not able to use the phone. They have also experienced pain in the mastoid region. Reprogramming efforts have only yielded temporary resolution. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to the MFR's specifications. Explantation/reimplantable surgery is still being decided on by the pt.